Event description:
It was reported a possible missed dose with the pump. Blood was found in the infusion tubing near the pump. So switched out the pump and tubing. She woke up that morning with no color in her face but felt fine. Later that evening she had a headache for which tylenol was effective. Reviewing pump history, a possible missed dose. The cartridge had been removed and reloaded multiple times within a 10-minute period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the device being used improperly when the cartridges were swapped, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A1 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com.